Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead exhibited a dislodgement. The lead was repositioned on (B)(6) 2026. During the procedure, it was noted that the implantable cardioverter defibrillator (ICD)'s set screw exhibited a break and could not be tightened. The ICD was explanted and replaced. The patient was in stable condition. New information received notes that the patient experienced chest pain. A micro perforation of the right atrial (ra) lead was suspected. While repositioning the lead, it was noted that the ra lead, and the right ventricular (rv) lead exhibited a loose suture sleeve. The leads were both repositioned on (B)(6) 2026. It was then noted that the set screw could not be tightened, and then the tool got stuck into the header, and when pulling the tool, the screw was completely removed from the header and got stuck to the tool.